Event description:
The devices were used in a right hemicolectomy. During the procedure, a tlc55 with 2 tcr55 reloads lot number j4527g and a tx60b were used for the anastomosis. The pt was readmitted four days later (12/10/96) for 3 or 4 units of blood. Pt is doing fine at this time. On 12/12/96 1155 - surgeon called and said he was doing a non complicated hemicolectomy on a 70 yr old male. He stapled the ileus to the colon with the linear cutter and then closed the bowel with the linear stapler. After closing the anastomosis, the surgeon checked the staple lines and there was no blood seen and the staple lines looked fine. Two days post-op, the pt developed a gi bleed and was admitted to the ICU. Along with anemia, the pt experienced arrhythmias. The pt was transfused with 3 units of blood and spent two days in the ICU. He is being sent home today, 12/12/96.